Event description:
A remstar auto device was returned to a thirdparty service center as part of the sound abatement foam recall process with no initial alleged complaint during the evaluation of the device the service technician observed visible foam particles inside the blower kit. Additionally the service technician also noted codes e53 errcomplogsemtimeout and e106 errheatedtubemaxtemp and fluids fail contamination the device was scrapped by the service center after the evaluation was completed.